Manufacturer narrative:
It was reported by the end-user that while using the straight tip hemostat the device was noted to be too large and was catching on the patient's foreskin. The device broke down the infant's tissue when removing adhesions leading to bleeding to the frenulum. Urology was called to repair the frenulum with an unknown number of sutures and complete the circumcision. The procedure was completed without further incident. The sample was not returned to the manufacturer for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the end-user that while using the straight tip hemostat the device was noted to be too large and was catching on the patient's foreskin resulting in sutures being placed.